Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer evaluated their au5800 clinical chemistry analyzer and replaced the sample probe to resolve the issue. Analyzer resumed normal operation. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).